Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and found to have no anomalies. (B)(4): the proximal segment of the lead was returned and analyzed and found to have no anomalies. (B)(4):the proximal segment of the lead was returned and analyzed and found to have no anomalies. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found (B)(4) no anomalies found (B)(4) proximal segment (B)(4) no anomalies found (B)(4) proximal segment

Event description:
An implantable pulse generator system was returned with no information. Information identified in the manufacturer's database noted the patient died two months post implant of the implantable pulse generator system. Cause of death has been requested and not received.